Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the implantable pulse generator migrated and flipped in the pocket. On (B)(6) 2021 revision procedure was performed wherein the ipg was repositioned. Patient continues to have therapy. There were no complications during the procedure. Patient was stable.